Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc), oversensing and pacing inhibition one day post implant. The lead was observed to have perforated the right ventricle under fluoroscopy and computed tomography (CT) scan. An invasive procedure was performed several days later. The lead was surgically abandoned and replaced. Subsequent information was received that an additional procedure was performed one week later. The lead was then explanted. No additional adverse patient effects were reported.